Manufacturer narrative:
Implant regio 11 fractured. Construction was a removable implant retained prosthesis bone loss and implant instability caused by patient related periimplantitis is documented. Material analysis concluded inhomogenous mechanical overloading of the implant.

Event description:
Implant fracture.